Event description:
It was reported the patient underwent a trial implant procedure for both a drg and scs (reference MFR report: 3006705815-2017-00281) system. During the procedure, the patient could not tolerate the procedural pain due to ineffective anesthesia. As a result, the procedure was abandoned.